Manufacturer narrative:
The condition reported was confirmed on radiographic imaging. Deformation was observed which is consistent with the reported event. There is insufficient evidence to establish an exact root cause.

Event description:
Approximately 4 weeks post-operatively, the surgeon noted on radiographic imaging that the locking screws did not appear tight. A surgical procedure was performed to replace the locking screws and extend the construct.